Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed and a watchman truseal access system (was) was inserted. After was insertion, a pe was observed near the fossa ovalis. The procedure was aborted and the patient was transferred to surgery to repair the perforation. Additionally, the physician waited to remove the was from the patient until in the operating room, as it was difficult to assess the exact position of the was via tee and the physician did not want to risk further injury to the patient. The patient has fully recovered.